Manufacturer narrative:
Device was returned and evaluated the investigation results are as follows: the complaint the v-go fell off could not be confirmed.

Event description:
The patient called in to report he has two v-go devices that came off. The patient confirmed he had pressed the v-go on his abdomen for five to ten seconds and run his finger around the pad. I went over site preparation and selection with the patient and reminded him to keep the area dry and place it in an area where it would remain flat when bending.